Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and a functional flow rate test showed no defects in the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The infusor was filled with 5fu and saline. It was supposed to infuse in 46 hours, but took 3.5 days longer than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.